Event description:
Afd was being driven toward the patient and did not stop movement when joystick was released. The technologist was monitoring device movement and stopped all motion by pressing the emergency stop. The patient was not injured, but the potential existed for injury if the operator had not used available backup safety measures.